Event description:
It was reported that, during a holep procedure, the procedure had to be aborted due to the console displaying error code 282. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
This console was not serviced on-site and no product linked to this incident was returned. However, the reported issue was verified through internal design change analyses. The problem was identified as a synchronization issue where the system halted and displayed an error message to the user. This was due to the overlapping of data messages during critical operation monitoring. To resolve this, a safeguard has been introduced to ensure data message handling is uninterrupted. This software change is not deemed to functionally impact the product performance and patient safety but is being made to improve user/ service experience and brings the system back into specification therefore, the conclusion code assigned to this investigation is cause traced to component failure, indicating that an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep) procedure, the console displayed error code 282 (please wait one minute and resume operation) and the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.